Event description:
Patient was being treated in lumbar region by a physician and received a burn. The patient stopped the treatment because of the pain. No further information regarding patient status is available.

Manufacturer narrative:
Device was not identified or returned to manufacturer.